Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1233905) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci clinical specialist that a female patient underwent a peripheral interventional procedure on (B)(6) 2013. Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that no issues were noted during or immediately after the deployment, however, a hematoma which was described as "the size of a softball" developed at the access site after the patient was moved to recovery. A femostop was placed at the access site for approximately 20 minutes. The patient was admitted to the hospital because her hematocrit level dropped. The physician stated the patient's hematocrit level could have dropped because of the hematoma but is unsure if there are other reasons. The patient was discharged 24 hours later with no clinical sequela noted.